Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during prime. Blood glucose value was 136 mg/dl. The customer stated she disconnected and reconnected the tubing and reservoir and received another no delivery alarm during prime. Customer changed the infusion set and was able to clear the alarm. She declined troubleshooting.